Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. The customer alleged that the pump software did not accurately adjust the amount of insulin delivered, resulting in the low bg. Customer consumed carbohydrates to treat low bg. Tandem technical support (cts) performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the suspected cause of the low bg was due to the customer¿s personal profile requiring adjustments. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.